Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2017: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿an indirect hernia sac was identified, dissected from its surrounding structures and excised. Then a perfix plug was placed onto the shelving edge of the inguinal ligament laterally and medial to conjoint tendon using sutures.¿ (B)(6) 2017 - patient was diagnosed with left chronic groin pain thereby underwent open repair with the removal of perfix plug. Per operative notes, ¿the perfix plug was identified and entire mesh was excised.¿ attorney alleged that the patient had pain and had to undergo an additional surgery due to failure of the perfix plug.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of perfix plug, patient was diagnosed with inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2017: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."